Manufacturer narrative:
Defibtech was notified that, in some instances, authentic defibtech automated electrode defibrillation pads (AED pads) used in conjunction with automated external defibrillators (AED's), have had the authorized label removed from the packaging and an unauthorized label applied outside of defibtech's control. Potentially leading to an expired AED pad appearing as though it is within the acceptable use range. Unauthorized labels have been confirmed on the ddp-100 AED pads and ddp-200p AED pads. The following AED pads are considered in scope for this action, provided the unauthorized label was applied to the packaging: a. Ddp-100 adult defibrillation pads for use with AED models: lifeline and lifeline auto (ddu-1: xx series). B. Ddp-200p: pediatric defibrillation pads for use with AED models: lifeline and lifeline auto (ddu-lxx series). C. Ddp-2001: adult defibrillation pads for use with AED models: lifeline view auto, lifeline pro, lifeline ECG, lifeline view (ddu-2xxx series). D. Ddp-2002: pediatric defibrillation pad for use with AED models: lifeline view auto, lifeline pro, lifeline ECG, lifeline view (ddu-2:xxx series).

Event description:
An approved irish distributor reported that they received three sets of AED defibrillation pads from an irish customer where the authentic defibtech automated electrode defibrillation pads (AED pads) used in conjunction with automated external defibrillators (AED's), had the authorized label removed from the packaging and an unauthorized label applied outside of defibtech's control. Potentially leading to an expired AED pad appearing as though it is within the acceptable use range. They did not report this occurring during patient use. Defibtech issued a field safety notification and field safety corrective action based on this issue.